Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Also, there were some untreated episodes stored due to oversensing of noise. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed due to additional information. It was reported that the system has not been replaced. The patient has not had an inappropriate shock recently so the doctor elected to leave the system implanted. There were no adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. Also, there were some untreated episodes stored due to oversensing of noise. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.